Manufacturer narrative:
Analysis of extension model 37082-60 serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of extension model 37082-60 serial # (B)(4) determined no anomaly was found. The impedances were normal suspect connection problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of efficiency of the stimulation and felt electrical discharges at the location of the stimulator. All impedances were normal. The physician decided to disconnect and change the extension. After connecting the new extension, the surgeon found that the extension could still move in the stimulator's connector, even though it was properly screwed in. He tried to connect the extension again and succeeded. All impedances were normal. The patient recovered a stimulation that relieved his pain, and no longer felt an electrical discharge in the location of the stimulator. There was no patient injury, and the patient outcome was reported as ok.